Event description:
A malfunction on a pump was reported, which had been exposed to direct sun and water prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer was to revert to multiple daily injections as backup therapy until the new pump arrived with updated software. The customer was instructed on the return procedure for the faulty pump and the setup of the replacement pump, including programming settings and connecting their continuous glucose monitor.